Event description:
It was reported that the customer stated that insulin was spraying from the insertion area of the insulin pump while priming. The customer's blood glucose was unknown. The customer confirmed that insulin was squirting out during the manual prime process. Advised customer to call back and troubleshoot the infusion set change. The customer also mentioned that there were two cracks at the battery thread area. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.